Manufacturer narrative:
The technician checked the operation of the bed and could not duplicate the alleged issue. The technician stated the bed alarmed in all positions. The account stated they did not notice if the lights of the patient positioning monitor were on or off.

Event description:
The account alleged that the bed exit was set and did not go off when the patient got out of bed. The patient fell and received a bump on the back of the head. No treatment was provided.